Event description:
Lasik eye correction surgery. I now see 20/25 on the eye chart which my surgeon says success. But I see three of every letter on the eye chart with each eye. Debilitating! Permanent! No fix! No way to restore my sight. How did this ever get FDA approval? Now I have to live the rest of my life with multiple images in both eyes. Can't drive but I can pass the minimum 20/40 eye test for a driver's license. Feel very deceived and wasn't even aware this outcome was possible. But I'm a positive statistic in the definition of lasik positive outcomes. FDA approved: I again ask how did this procedure ever get approval?